Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to reproduced the reported issue. The stm tested the iabp and observed a leak in the console above 20psi limit within five (5) minutes, the stm was able to isolate the leak to the high and low tubing in cart. To fix this, the stm replaced the tubing and then performed a leak test. The stm noticed that the helium leak had diminished but continued to be out of specifications. The stm observed a second helium leak to the console, the leak was isolated to the helium reservoir assembly. The stm replaced the helium reservoir assembly and performed an additional helium leak test with passing results. The stm performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a service/test of the cardiosave intra-aortic balloon pump (iabp) the end-user discovered that the helium was not being read correctly by the iabp. No patient involvement or adverse event was reported.